Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in (B)(6). Its previous corporate headquarters was (B)(6). Device was used for treatment, not diagnosis. D1, d2, d3, d4; this report is for one (1) band aid brand bandages waterblock flex adhesive cover 6ct USA 381371190621 381371190621usa 381371190621 USA, lot#: 3044b. D4: 510(k) exempt, device I complaint. UDI not required. UDI#: (B)(4), upc#: 381371190621, lot#: 3044b, expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. There were no processing or packaging deviations associated with this batch. Raw material and component records were reviewed for this lot. All raw materials passed the incoming quality inspection with no issues seen. There were no changes to any raw materials used for this lot. All components also passed the incoming quality inspection with no issues seen. The product was manufactured on october 30, 2024. H6: e1719 also refers to the consumer alleged & quot; infection (subsumed redness) & quot. E2402 also refers to the consumer alleged for & quot; intentional misuse/off-label. Use" of the product. This is one of two medwatches being submitted as two devices were involved in this event. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported using band aid brand bandage water block flex adhesive cover following a surgery and reported an infection and skin was also red due to product. It was reported that the consumer used the band-aid twice a day and the symptoms have stayed the same after the patient stopped using the product. Consumer sought medical treatment from health care provider and her physician prescribed bactrim antibiotics to take over a course of two weeks. This is one of two medwatches being submitted as two devices were involved in this event. 8041154-2025-00005. The same patient is represented in each medwatch.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. Corrected data: h11: this is one of two medwatches being submitted as two devices were involved in this event. See medwatches 8041154-2025-00004 & 8041154-2025-00005. The same patient is represented in each medwatch. If information is obtained that was not available for this follow-up medwatch, an additional follow- up medwatch will be filed as appropriate.